Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: imc logs did not confirm the reported controller failure alarm on the complaint date. An impella defective (error reading eeprom) alarm was issued after a pump was connected. Device analysis: the console was tested with a known good pump, and the failure mode was reproduced. Replacing the impellatronics pca resolved the issue. The cause of the impella defective alarm was due to a malfunction of the impellatronics epm circuitry.

Event description:
The complainant reported that an automated impella controller (aic) issued a controller failure alarm. The aic was replaced to resolve the issue. This complaint was not related to a clinical procedure, and there were no adverse events related to this product malfunction.